Manufacturer narrative:
(B)(4). The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device description- this device is an endotracheal tube with a laser resistant overwrap of aluminum and a fluoroplastic covering the silicone elastomer shaft. The white wrap area, excluding the most distal 2mm o white wrapping, is laser resistant. The smooth, low traumatizing endotracheal tube is fitted with a cuff designed to provide an effective tracheal seal under multiple anatomical variations. The cuff inflation valve has been equipped with dry methylene blue to enable the detection of cuff ruptures. The tube and cuff are non-wetting, which allows for easy insertion and removal and reduces secretion accumulation during intubation. The tube is flexible and adapts easily to changes in airway position. The tubes are provided sterile and intended for single us only. Do not use with and nd: yag laser or argon laser, or a laser type other than co2 or dpt. Do not use any contact tip style laser delivery instrument with this product. Do not impact this instrument with a laser beam. The reflective aluminum wrapping is exposed and energy of the laser beam may be reflected onto the patient's tissue causing injury. Do not contact the cuff or distal end of the shaft with a laser beam or electrosurgical instrument. Contact may cause deflation of the cuff and result in combustion and fire. Do not use surgical lasers or electro or thermal cautery power sources in the presence of elevated oxygen levels or other flammable gasses, or damage to the tube may result in ignition and serious patient injury. Do not use nitrous oxide for dilution of oxygen. Nitrous oxide is a flammable gas and may result in ignition and serious patient injury.

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was not reported to the manufacturer but was subsequently found during an investigation of a similar event (reported through MDR #1045254-2012-00124). A voluntary medwatch ((B)(4)) was reported to the FDA by the user facility; however, this report was not received by the manufacturer of the device. Further investigation could not be conducted as the initial reporter is not available. This report is being submitted to as acknowledgment of the event. The reported event states: "medtronic laser-shield ii endotracheal tube used for direct laryngoscopy with laser of a vocal cord lesion. There was a "pop" and smoke came out of pt's mouth with fire burning the distal portion of the endotracheal tube and burning airway. Saline was poured into pt's mouth. Endotracheal tube was replaced. Inspection of the laser-shield ii endotracheal tube showed a blunting of the end of the tube distal to the laser coating. The cuff was murphy eye were completely missing. Pt required bronchoscopy and transfer to higher level of care."